Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between his sensor glucose and blood glucose readings. His blood glucose was 54 mg/dl and sensor glucose was 80 mg/dl. The customer also reported that his blood glucose would be in the 40s and he would not get a alert that his blood glucose was low. The customer stated he treated his low blood glucose and was now at 108 mg/dl. During the phone call, the customer also reported his blood glucose dropping to 47 mg/dl. He treated his low blood glucose was glucose tablets. No additional information provided.